Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, minimum fill notification occurred after the customer filled the cartridge with an unspecified amount of insulin during the load sequence. Customer¿s blood glucose level was 70-160 mg/dl. Customer continued to use the pump for insulin therapy until replacement arrived.